Manufacturer narrative:
The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. Effective therapy was reportedly restored post-operatively, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg was displaying the error message "replace generator" indicating that the device has reached its end of life. A manufacturer representative confirmed the issue. In turn, the patient may undergo surgical intervention to resolve the issue.